Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a battery-out alarm on their insulin pump. The patient's blood glucose level was at 150 mg/dl. The customer stated that they had put a new battery in the device and the pump worked as designed. The customer stated they should have waited before they called to complain about the issue. No further information was provided.